Manufacturer narrative:
(B)(4). The leak was determined to have occurred due to the cracks on the fill port; however, the cause of the cracks could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed at the base of the fill port of a small volume folfusor during infusion of an unknown solution. Customer also stated that the pharmacist noticed the drug had crystallized at the filling port when the patient came back after a two-day therapy with the folfusor device. No additional information is available.

Manufacturer narrative:
(B)(4). A stereomicroscopic evaluation was performed and the cause of the cracks was determined to be due to an overstress condition created by overtightening the fillport (the cause was previously reported as unknown). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. One sample was available at the plant for evaluation. Visual inspection confirmed the reported condition. A white crystallized drug was visually observed around the base of the fill-port indicating leakage had occurred. When the fill-port cap was removed, cracks on the fill-port were visually observed. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.